Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly was difficult to re-insert and was difficult to retract through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury. This information was received from one source. The patient was a 41 year old female who weighed 174 pounds.

Manufacturer narrative:
H10: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. The device was returned for evaluation. A visual inspection was performed and a kink was noted in the catheter shaft and inside the balloon, but were determined to be incidental findings, as an in-house guidewire was able to be inserted past the kinks. The device was able to pass through an in house 6fr sheath with large resistance at the proximal end of the balloon. The fibers of the balloon were stripped and the glue bullet was seen to be withdrawn into the distal end of the outer lumen, causing the outer lumen to widen over the glue bullet. Therefore, the investigation is confirmed for the identified insertion issue, as there was large resistance inserting the balloon due to the widening outer lumen over the glue bullet. The investigation is confirmed for the retraction issue, as there was large resistance inserting the balloon due to the widening outer lumen over the glue bullet. The definitive root cause for the identified insertion & retraction issue could not be determined based upon available information. The cause for the withdrawn glue bullet could also not be determined based upon available information. The device is labeled for single use.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model cq7584 pta balloon dilatation catheter allegedly difficult to insert and retract. This report was received from one source. Of the one event, did involved patient with no reported patient injury. The patient is (B)(6) years of age, (B)(6) lbs and female.